Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Reportedly, the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided and trace ketones were present. Cause was due to battery depleting too fast and dying. To address the high bg customer administered a correction injection via mdi. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.